Manufacturer narrative:
Analysis of the client's data from inratio and ref tests revealed that the test result comparison did not meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Retain strip testing results met accuracy and precision criteria. Product performs as expected. Root cause could not be determined form the information provided by the customer. As of (B)(4) 2013, (B)(4). Due to this low occurrence rate, no further action is required at this time. This issue will be subject to tracking and trending. Corrective action is not required at this time.

Event description:
Caller alleged discrepant inratio results. Results as follows: date (B)(6) 2013. Inratio: 1.9. Lab: 2.9. Time between tests: 1 hour. Therapeutic range: 2.5-3.5. Caller unable to provide patient information.